Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in good condition with no appearance of physical damage. During an syringe testing, the reported problem was duplicated. The root cause of the reported issue was found to be that the q1 was broken off from plunger board and plunger board broken off from glue. The cause of the issue is known and is design related. Replaced plunger board. Performed syringe testing and all functional testing which passed. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
It was reported that the device was alarming syringe plunger not in place. No patient injury was reported.